Event description:
Caller reported patient received a blood glucose reading of 544 mg/dl at 2:08; patient was given an unknown amount of insulin, type unknown. Caller stated patient experienced severe hypoglycemia with a blood glucose reading of 34 mg/dl at 05:02; was treated with glucose. The next meter value was 85 mg/dl at 05:19 following treatment with glucose. Test strips have been discarded and are no longer available.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device has not been returned.